Event description:
It was reported that the xia 3 vitalium rod snapped while bending intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: the rod was returned with a fracture on the distal end. The rod fractured at the laser marking. Neighboring laser marking was shown to have voids on it. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot and one similar complaint was found. This device was manufactured in 2014, prior to implementation of a CAPA which identified that multiple conditions should be present to cause the intra-op fracture of vitallium rods. The rod has to have voids present in the laser marking, the rod is bent in an acute manner, and the laser marks must be placed on the convex side of the rod so to put the laser marking under tension. As voids were present on this device, the most likely root cause is related to the laser marking process which creates voids in rods. This device was manufactured before a process change was implemented for laser marking.

Event description:
It was reported that the xia 3 vitalium rod snapped while bending intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported.